Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing a shocking or poking sensation right at the middle, the ¿center dot,¿ of the implantable neurostimulator (ins) pocket. The patient noticed this infrequently, about once a week, but stated that started about three months ago and had been getting worse. It was noted that the shocking/poking sensation was still present even when stimulation was turned off. The patient mentioned that they¿ve lost about 15 pounds since being implanted on (B)(6) 2015. It was further noted that the patient had a CT scan (tilted, with dye) performed about 3-4 months prior to the date of this report and stated that stimulation was not turned off at that time. It was also reported that the patient¿s stimulation had ¿gone dead¿ about a week prior to the date of this report. The patient was to follow up with their healthcare provider (hcp) to look at the pocket site. Indication for use is non-malignant pain.